Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 lead implanted: (B)(6) 2009; d314trg ICD implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)&#1473;s explanted and replaced for unexpected longevity and elective replacement indicator (eri). It was also reported that the patient's right atrial (ra) lead has high pacing thresholds. The replacement device was programmed at a reduced lower rate in order to decrease the amount of atrial pacing. No patient complications have been reported as a result of this event.